Event description:
It was reported to vyaire medical that ventilator inoperable alarm occurred on the avea ventilator. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation:vyaire medical received the device for evaluation. Technician visually inspected on uut (unit under test) assembly, the gas delivery engine assembly was received with no esd bag protection. The uut was installed in a known good avea test stand station. Powered in user mode where the unit showed ventilator inoperable fault alarms upon start-up. Installed a known good tca assembly and the uut was found to be functioning as intended, no vent inop alarms.removed and installed tca assembly into avea tca test fixture. Powered into user mode where the unit showed ventilator inoperable fault alarms upon start-up. The reported complaint was able to be confirmed and duplicated. This is isolated to tca assembly.